Event description:
It was reported that the patient had "developed increasing symptoms of heart failure" with a device at elective replacement indicator. It was also noted that the right ventricular lead had increased threshold and decreased impedance. The left ventricular lead wasalso noted to have no capture. The leads were capped and replaced. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).